Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Healthcare professional reported "intracapsular and extracapsular rupture" "invasive lobular carcinoma" and "irregular enhancing mass corresponding to the biopsy-proven malignancy". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, a6, b3, b6, h6.

Event description:
Healthcare professional reported "infection". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Healthcare professional reported "infection". This record is for the left side. Device was explanted and replaced.